Event description:
It was reported that this right atrial (ra) lead had an out of range impedance measurement, that was greater than 4000 ohms. Noise oversensing was also observed on previously stored electrogram (egm) episodes. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This report will be updated, should additional information be received.